Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the transfer set. It was further stated that "little blue shards fall out." This occurred during use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted the female connector separated from the main body. There was evidence on the female connector indicating the insert chip was present during the assembly process. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.